Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -10.50/1.0/093 (sphere/cylinder/axis) tore during loading. Reportedly, "lens tear due to catching on injector" on (B)(6) 2023, a replacement lens was implanted into the patient's left eye(os) and the problem was resolved. Reportedly, status of the eye is, "no problem."

Manufacturer narrative:
A4-a6:unknown. H6: work order search: no similar complaints within associated lots were found. (B)(4).